Event description:
Ten days after non complicated elective cesarean delivery of twins, the pt started to bleed heavily at home and passed out. In the hospital theatre, the pt was administered syntocinon infusion 40 units, ergometrine 250 mcg iu and 250 mg im, pgf2 1 mg x2 intramyometrically, misoprostol 800 mcg pr. Examination under anesthetic, suction evacuation was performed in uterus to ensure complete removal of any tissue, including placenta tissue. The pt was still bleeding; bakri balloon was inserted at this stage. Inflation of 400 ml of saline performed. After inflation, the balloon kept deflating and saline was leaking through the vagina. The balloon was removed and a hole was discovered in the device. The balloon was disposed of. The pt was still bleeding; a uterine artery embolization was performed. No part of the device remained inside the pt. The pt required a uterine artery embolization due to the balloon failing to inflate. No adverse effects to the pt were reported due to this occurrence.

Manufacturer narrative:
We are unable to conduct a complete investigation since the product will not be returned to our facility for examination. We investigated the customer's comments via medical literature and clinical opinion. Medical literature states and clinical opinion concurs that the uterus begins to shrink upon placenta removal or expulsion. The user facility has stated that the pt was ten days post cesarean section delivery when the reported incident occurred. Most likely, the size of the pt's uterus had reduced significantly from what it had been at full term pregnancy. The customer has stated that the balloon was inflated to 400 ml, which would be, most likely, too large a volume for the uterus at that stage of the involution process. The customer stated that there was a hole in the balloon near the port. Without a physical sample or a lot number, we are unable to determine why this has occurred nor verify the device history record. The bakri postpartum balloons are 100% leak tested during the inspection process, prior to packaging and sterilization. We do not anticipate additional information regarding this occurrence, but should additional information be received, we will forward it to FDA.